Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon paddle release the valve dislodged to 0 mm. A small amount of calcification was noted at the non-coronary cusp. A post balloon aortic valvuloplasty (bav) was performed to treat the mild aortic regurgitation (ar). There was no change in valve position. While preparing to leave the operating room, transesophageal echocardiogram (tee) revealed the leaflets were fluttering and the valve migrated upward. The valve was snared into the ascending aorta and a second valve was positioned deep. Following implant, moderate ar was confirmed and another bav was attempted. The balloon caught on the leaflets of the first valve and was unable to advance. The first valve moved downward and the bav was not attempted. The procedure was completed with mild ar resulting. No adverse patient effects were reported.